Event description:
Information received from the field notes that normal battery depletion was seen via transtelephonic follow-ups. A week after the last telephonic follow-up, the patient developed symptoms and was seen for an office visit. The device exhibited no ventricular output and could not be interrogated.